Event description:
During a ptbd procedure, after the drainage catheter has been inserted into the pt, the catheter was cut into two pieces when the physician tightened the suture, which was attached to the pt's skin. A portion of the catheter remained in the pt and was removed at the end of the procedure.

Manufacturer narrative:
Evaluation: still under investigation at this time.